Event description:
The rep reported the device was used during a laparoscopic burch procedure. It was reported 511sd was used. During the procedure the cannula cracked and a small piece fell into the pt and was not retrieved.